Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the static side of the altis buttonholed the bladder [perforation]. The mesh/suture was trimmed and removed except both anchors remained intact. The bladder injury was cauterized and removal of all mesh out of bladder was confirmed by cystoscopy. A second altis was implanted uneventfully. It was noted patient had a significant cystocele that was not repaired before placing altis.